Manufacturer narrative:
Pump received with high sleep current and high active current due to corroded assemblies. Unit passed the self test. Unit failed to pass the sleep current measurement and active current measurement due to high currents. Unit was downloaded using thump for history files and traces. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith) and were not within spec. Pump trace download analysis confirmed the pump alarmed low battery alerts on 09/06/2024 02:53:00.000. The power management graph confirmed low battery alert due to corroded assemblies. Moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), pillowing keypad overlay, corroded battery tube, and corroded home switch. The p-cap/reservoir does lock properly. Unexpected battery power loss is confirmed due to heavily corroded electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported that this was the second occurrence of receiving replace battery alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.